Manufacturer narrative:
Per evaluation from the manufacturer: during the manufacturer's technical inspection, the error description provided by the customer was not confirmed. The device passed the quality test at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the cause of the described fault is mechanical damage caused by the user. The product has not been serviced or repaired since its manufacture. Improper handling damaged the adhesive on the camera head, allowing moisture to penetrate the interior and damage the electronics, which is responsible for the led failure. The other faults identified during the investigation also indicate improper use. The cause of the defect is therefore the improper use of the product. The investigations carried out above did not reveal any cause related to the labelling, the device or its history. All production-related quality tests were passed, and no non-conformities were found in the manufacturing records for the devices. The labelling contained appropriate instructions and warnings. No systematic error was found. Should new or additional relevant information become available, we will continue the investigation accordingly. Should new or additional relevant information become available, we will continue the investigation accordingly. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The investigation is not yet completed; investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported there was dim light, not able to see. No procedure or patient involvement. No negative impact in state of health reported.